Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changed this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). This case is one of 5 split cases: (B)(4).

Event description:
A patient is pursuing a product liability claim which will be parted in 5 cases (zimmer (B)(4) products, 1 zimmer (B)(4) product). This current case (B)(4) belongs to the revision surgery taken place in (B)(6), 2011 due to cup loosening on the left side after 8 years in vivo (exact implant date unknown at this time).